Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 12/12/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned samples revealed that xc200 cartridge (c) was received empty along with an opened foil and 2 loose clips with no apparent damage. The clips were manually loaded and tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed the clips as intended. The clips were as intended and conforms to our manufacturing requirements. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent a robotic assisted partial nephrectomy procedure on an unknown date and suture was used. During a robotic assisted partial nephrectomy procedure that the clips were inconsistently closing on 2.0 v-lock suture. They attempted to close a clip without suture in-between but still would not close. A 2-0 vicryl tie was opened and were still not able to get the clips to close over the suture. Procedure was completed by using eight hemolock clips. There were no adverse consequences for the patient. Additional information was requested.